Event description:
When dr. Was utilizing the disposable lap cinch grasper tip during a laparoscopic case, part of the grasper came loose; however, it did not separate. Dr. Was able to remove the grasper intact with no harm to patient.